Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the extension tubing is confirmed and was determined to be supplier related. The product returned for evaluation was 2 used (units 01 & 02) and 42 sealed (units 03-44) 20g x 0.75in. Miniloc infusion sets. The sealed units were functionally tested by attempting to separate the extension tubing from the luer hub. The components of none of the units were able to be separated. Inspection of unit 02 found arced striations and a ridge on a segment of the wall, likely indicating that the unit had intentionally been cut with scissors. Therefore, it is likely that neither the sealed units nor unit 02 are the devices implicated in the reported event. A gross visual inspection of unit 01 found that the extension tubing was separated from the luer hub. Microscopic inspection of the inside of the luer hub found that no segment of extension tubing was present inside the luer hub, indicating that the two components had fully separated. The luer hub and proximal end of the extension tubing were inspected for adhesive voids under a uv light. No obvious voids were observed. Although an adequate amount of adhesive appears to have been applied to both the luer hub and extension tubing, the separated state of the components indicates that inadequate adhesion was achieved. The device is a supplied component and the supplier was notified of the event. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that the infusion department has reported a recurring issue with a port access needle miniloc 20g x 0.75in the tubing connected to the port needle broke at the distal end where it connects to the microclave and chemotherapy tubing. Both instances of this defect are associated with one lot number. They were complete breaks, no patient harm or negative outcome reported. This file is for both devices reported.